Event description:
The customer reported via phone call that they experienced unexplained high blood glucose. The customer's blood glucose was 482 mg/dl at the time of incident. Customer's current blood glucose was 413 mg/dl. Customer treated their blood glucose with a manual injection and a bolus. It was also found the customer had a headache from their high blood glucose. The customer declined to check for the presence of leaks or air bubbles during troubleshooting. The customer also declined to perform a high pressure test during troubleshooting. Customer was advised to monitor their blood glucose while tubing clamps were being sent. The customer's insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.